Manufacturer narrative:
It was reported the patient was placed under general anesthesia to change abutment. This report is submitted on september 03, 2019.

Manufacturer narrative:
This report is submitted on july 8, 2019.

Event description:
Per the surgeon, the patient experienced an infection at the abutment site. The implant remains in-situ.